Event description:
It was reported the patient had a device system replacement surgery to upgrade to a biventricular system. Approximately 1.5 hours after the end of the procedure, the patient coded and died. Follow up revealed the physician reported patient death was not procedure-related, that it was due to the patient's heart failure. Manufacturer's representative reported the patient was not pacemaker dependent and there was nothing wrong with the device system.

Event description:
It was reported the patient had a device system replacement surgery to upgrade to a biventricular system. Approximately 1.5 hours after the end of the procedure, the patient coded and died. Follow up revealed the physician reported patient death was not procedure-related, that it was due to the patient's heart failure. Manufacturer's representative reported the patient was not pacemaker dependent and there was nothing wrong with the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a device system replacement surgery to upgrade to a biventricular system. Approximately 1.5 hours after the end of the procedure, the patient coded and died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up revealed that towards the end of the surgery, patient developed hypotension and was admitted to coronary care unit in critical condition. Transesophageal electrocardiogram showed no pericardial tamponade or pleural effusion. The patient continued to decompensate and eventually died. The cause of death was presumed to be advanced congestive heart failure and cardiogenic shock. Medical examiner determined the death to be natural and no autopsy was done.